Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the device failed to power up as the monitor could not be turned on. Troubleshooting was performed; however, the issue persisted. There were no delay or adverse events or injuries reported based on this event.